Event description:
It was reported that the device had a power on reset (por). It was also noted that the device had reached the elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2006. (B)(4).

Manufacturer narrative:
Product event summary: the device and performance data from the device were received and analyzed. Analysis of the device memory indicated a partial electrical reset as a critical ram parity error was logged on (B)(6) 2012 (the analyst commented that the severity of this power on reset (por) is considered low). Additionally, analysis of the device revealed high battery impedance.